Event description:
The pt reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6)2009. The pt reported experiencing slight halos in low light conditions. The icl remains implanted. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).